Event description:
The clinic reported experiencing cases of dlk (diffuse lamellar keratitis) in some of their patients following refractive treatments. The number of patients and dates of procedures were not known. Two patients required a lift and rinse. All cases of dlk have reportedly resolved.

Manufacturer narrative:
Clinic did not request service. The clinic did not request an on-site clinical visit or equipment inspection. Phone consultation was provided to the clinic on the allowable settings for the excimer. The clinic stated that they were consulting with tlc for possible causes and resolution and declined any assistance from amo.